Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Initial report had incorrect event date. Correct date has been provided with this report. Initial report had incorrect information related to event in summary narrative. Updated information has been provided with this report. (B)(4).

Event description:
Customer was not hospitalized but went to the emergency room. Crack was near the top of the battery compartment. False blood glucose reading was from the old glucometer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 26 mg/dl and hospitalized on (B)(6) 2020. Customer stated that insulin pump had crack and gave false reading and customer did overdose insulin. Insulin pump will not returned for analysis.